Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that the lead could not be retracted so it was discarded. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): no anomalies found, however distal conductor was distorted, helix distorted/bent, tip seal observation, damaged at implant, and blood noted on helix mechanism and distal conductor (not obstructed). The analyst noted that the lead was returned with the helix fully extended and stretched, blood and tissue on it and the distal conductor distorted within the connector, the distal conductor has been over-extended and damaged at implant; full lead returned and analyzed.